Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. No product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient reported that he disconnected from treatment to go to the hospital on (B)(6) 2015. Nurse confirmed that the pt was hospitalized for an infection. No info yet, on type or cause of infection.